Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement of 2,026 ohms. Lead trends indicate rv pace impedances were stable in the mid-500 ohm range and gradually increased to greater than 2,000 ohms. It was noted that the patient was pacer dependent. Unipolar threshold was 0.7v to 1ms and unipolar rv pace impedance measurement was 394 ohms. It was noted that the previous threshold measurement in bipolar was higher, however there was no capture in bipolar while in clinic for troubleshooting. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) to unipolar due to a high out-of-range pace impedance measurement of 2,026 ohms. Lead trends indicate rv pace impedances were stable in the mid-500 ohm range and gradually increased to greater than 2,000 ohms. It was noted that the patient was pacer dependent. Unipolar threshold was 0.7v to 1ms and unipolar rv pace impedance measurement was 394 ohms. It was noted that the previous threshold measurement in bipolar was higher, however there was no capture in bipolar while in clinic for troubleshooting. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that following the lead safety switch (lss) due to high out-of-range pace impedance measurements, the device was left in unipolar and voo until lead revision could be scheduled. Rv lead trends were characterized as a gradual but consistent rise in rv pace impedance measurements, and the rv pace impedance measurements had remained consistently high and out of range. This right ventricular (rv) lead was surgically abandoned and replaced due to impedance issues, loss of capture (loc), and high capture thresholds. No asystole noted. Lead fracture was suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.